Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation. A follow-up report will be submitted.

Event description:
It was reported that the hakim valve was unable to be programmed after implantation and was revised. The valve was implanted to the patient via vp-shunt. Date of implant and initial setting were unknown. It was reported that the pressure setting was not able to be changed and shunt failure occurred. The revision surgery was performed on (B)(6) 2018 with a similar valve. Original disease: unknown. Csf protein: unknown no further information was provided by the hospital. It was reported that the product will be returned.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The previous report indicated that the device had been returned, but did not specify the date of return. This report has been updated with the additional information.

Manufacturer narrative:
The valve was returned for evaluation. The device was visually inspected it was noted that the stator was dislodged as well as a crack in the valve casing. Due to the stator dislodgement, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark was noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator. The cam magnets were controlled and tested; the magnets passed. A review of manufacturing records found no discrepancies when the device was released to stock. The root causes for the dislodged stator could be partly due to the valve receiving a knock. The root cause for the bump mark and crack in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. The stator dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.